Event description:
During a ptca procedure, the balloon would not deflate. The entire system was removed with the balloon inflated. The balloon was deflated outside of the body. No pt injuries or complications occurred.